Manufacturer narrative:
It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported device rupture. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.